Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patients' dentist followed up and asked the patient to be released from the byte program due to temporomandibular joint disorder.

Event description:
Patient reported the aligner cause severe pain to their jaw so bad they cannot eat. Their dentist has recommended they stop aligner treatment. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.